Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-09450.

Manufacturer narrative:
Eval results: continuity testing was performed on two incomplete terminal end leads. All wires passed continuity testing except one incomplete terminal lead for channel 5 wire was found open. After visual inspection, channel 5 open wire could be at the terminal. As per pt program settings channel 7, 8, and 9 were used for stimulation; therefore, broken wire of channel 5 did not have any impact on stimulation. All wires passed continuity testing. Per event details, the pt fell down which could have induced the defect. Visual inspection did not reveal any bent/kink on all the incomplete lead segments. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.